Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported patient had a cp pump placed to support the patient admitted in with acute myocardial infarction complicated by cardiogenic shock. The pump was placed but, there were issues with suction and limb ischemia. Suction was remedied by repositioning the pump and giving volume. The ischemic leg was treated by re-perfusion from the extracorporeal membrane oxygenation. After 66 hours of support the team withdrew care and patient expired.

Manufacturer narrative:
The investigation of limb ischemia and low pump flow has been completed. The impella device was not returned for evaluation. Low pump flow: data log not available to review. The cause of low pump flow issue cannot be determined since complaint device not returned for analysis and insufficient clinical data provided. Limb ischemia - reversible: the root cause of the limb ischemia was unable to be determined due to insufficient clinical details. H6 component code 3038 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30219.